Event description:
It was reported that while running bd max¿ system, bd max¿ instrument false "weak" positive results were obtained. All environmental testing outside of the instrument is negative. There was no reported patient impact. The following information was provided by the initial reporter: biogx sars results concerns. Weak positives. Customer also states that they "have followed protocols, changed gloves cleaned extensively." They are testing again. All environmental testing outside of the instrument is negative.

Manufacturer narrative:
Investigation summary: the complaint of "false positive" was reported against the bd max instrument catalog number 441916, serial number (B)(4). Customer reported that they received weak n1 positive on biogx sars-cov-2 assay. Field service was dispatched. Field service review the curves and determined that a potential contamination was causing the weak positive. Customer cleaned the instrument and performed environmental monitoring. Customer was able to determine the source of the contamination was under the plate where the pipettes go through. Customer performed extensive cleaning. No parts were returned to bd for investigation. The complaint is unconfirmed. The root cause is determined to be due to the environmental contamination under the plate at which the pipettes pass through. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Manufacturer narrative:
Medical device expiration date: na. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while running bd max¿ system, bd max¿ instrument false "weak" positive results were obtained. All environmental testing outside of the instrument is negative. There was no reported patient impact. The following information was provided by the initial reporter: biogx sars results concerns. Weak positives. Customer also states that they "have followed protocols, changed gloves cleaned extensively." They are testing again. All environmental testing outside of the instrument is negative.